Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Patient presented a severe degree of valve calcification. During procedure, the valve was fully deployed and it was upon final inflation the balloon burst. The valve result was perfect, and the burst balloon was managed to be retrieved into the sheath and removed as one unit successfully . Although the balloon had burst it was studied and no material is believed to be left in patient. It tore but elements remained intact. When inspecting the devices removed from the patient, no additional damage could be seen apart from the balloon burst. Patient stable throughout, no suffered any injury. It is thought the anatomy contributed towards this balloon burst and was not a balloon issue. Patient recovering very well with no issues as a result of balloon burst.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually inspected, and the following was observed: the balloon had a radial and longitudinal burst. There was a longitudinal tear from the middle of the inflation balloon to the distal shoulder. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual inspection of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up info received, the degree of valve calcification was ''severe'', and ''as per perveiced root cause the event could be related to a bulky calcification in stj. It is thought the anatomy contributed towards this balloon burst and was not a balloon issue. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.